Manufacturer narrative:
Carefusion file identification number (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) reported to have evaluated the suspect device and performed calibrations. Cfn fse reported that he could not confirm customer complaint and that the unit is working as per manufacturer specifications. At this time, carefusion failure analysis lab has not received the component and is unknown if it is available for return.

Event description:
The customer reported circuit occlusion and extended high ppeak (peak pressure) alarms while using the ventilator. The customer reported doing transducer calibrations, but only to have repeated failure. Carefusion technical support has dispatched field service repair to evaluate the suspect device. The issue was found during pre-use testing and no patient involvement associated with the event.